Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported entrapment of device (clip caught on chordae) appears to be due to procedural circumstances during positioning in conjunction with extremely difficult visualization. The reported image resolution poor was associated with the extremely difficult visualization. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip referenced is filed under separate medwatch report number.

Event description:
This is filed to report the clip being caught in the chordae. It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4 with large prolapse and flail. An xtw was advanced to the mitral valve and a grasp was made. The clip was not completely perpendicular to the line of the coaptation. It was decided to keep the grasp without going to 3d as the clip clearly rotated on fluoroscopy. After grasping both leaflets, a lot of tissue was in the clip and the clip did not close down to the normal 20 degrees. There was a redundant leaflet outside of the clip (large prolapse). The decision was made to deploy the clip. Upon deployment, it looked like the clip rotated slightly. When looking at the first clip, it did appear that one of the clip arms was rocking independently. A second clip was advanced lateral for further mr reduction and to stabilize the first clip. However, the clip got stuck in chordae. The clip was not able to be freed, but was able deployed the clip on both leaflets, reducing mr to grade 2. Imaging was noted to be difficult. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.